Event description:
It was reported that during surgery the black impactor tip broke upon insertion of poly. All pieces were recovered. The procedure was successfully completed without delay using a back-up device.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A small section fractured off the device and was returned. The device has numerous nicks and gouges in the surface, particularly around the fracture site. The device was manufactured in 2006 and shows signs of extensive wear / usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. Plastics are vulnerable to brittle fractures due to over loading. A crack may have initiated during prolonged use or due to the heating and cooling associated with autoclaving. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.